Event description:
It was reported that the procedure was cancelled post sedation. A rf3000 radiofrequency generator and a leveen electrode needle were selected for use in a liver tumor ablation procedure. The needle was inserted into the patient and reached the site for ablation when the physician requested to turn on the generator to start ablation. The generator was switched on, but power could not be increased. The active indication blue light did not turn on. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that the procedure was cancelled post sedation. A rf3000 radiofrequency generator and a leveen electrode needle were selected for use in a liver tumor ablation procedure. The needle was inserted into the patient and reached the site for ablation when the physician requested to turn on the generator to start ablation. The generator was switched on, but power could not be increased. The active indication blue light did not turn on. The procedure was cancelled. No patient complications were reported. It was further reported that the patient was under general anesthesia when the procedure was cancelled and was referred for surgery since they were unable to be treated with radiofrequency ablation. The radiofrequency generator was used after this event successfully.